Event description:
Pt on vent, rn in room when vent began alarming. Rn reported that vent displays were blank. Removed pt from vent and began immediate manual ventilation with 100% oxygen. Md entered room and noted a "8" displayed in fio2 window, no other displays lit. Rt arrived and shut down unit and then turned unit on again and vent worked normally. Unit sent to bio-med for inspection. No pt injury or compromise noted.